Event description:
It was reported the patient's omnipod dash personal diabetes manager (pdm) battery would not hold a charge. The patient reported they removed the battery and put in a battery from an older pdm that reportedly became swollen causing the pdm display to bulge. Removing the pdm battery after initial insertion contradicts the instructions provided in the user guide. It is unknown if the patient was using an insulet supplied charger when attempting to charge the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine relationship to res#(B)(4) or complete lot release review due to no device identifier provided. We are unable to confirm or to determine if the battery removal/replacement could have contributed to the reported event.